Event description:
Customer reported repeated occlusions and declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. The customer reverted to an alternative method of insulin therapy